Event description:
Instrument set at 3cc/hr, cassette and tubing appeared to be loaded correctly but was delivering fluid at greater rate than set rate; nurses stopped infusion almost immediately before any alarm sounded, sent to MFR for examination of problem. First incident with same instrument did not alarm for 1 1/2 hours. Did not show correct volume infused.